Manufacturer narrative:
Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 the patient went in for a 30 day follow up visit in the clinic. An echo showed a new aortic insufficiency, septum leftward with suction events and multiple speed drops. Patient was taken off of spironolactone. No additional information provided.

Manufacturer narrative:
Manufacture investigation conclusion: a direct correlation between heartmate 3 lvas and the patient's aortic insufficiency event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 lvas IFU explains that moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.